Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: cracked tips. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be improper cleaning or sterilization method or normal wear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.